Manufacturer narrative:
Lead (lot # j0504383v) does not apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the physician was unsure if the symptoms were related to the device. The hcp wanted to wait a month to reevaluate. It was unknown if the issue was resolved. No further complications were reported.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3998, lot #: j0504383v, implanted: (B)(6) 2005, product type: lead. Product ID: 977c165, serial #: (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient tripped in a hotel room and the doctor felt that the lead had moved. The rep didn¿t indicate if the patient was having therapy issues or why the healthcare professional (hcp) felt that the lead moved but stated that they ran impedances and they were fine. On (B)(6) 2019, the hcp performed a lead revision where he cut down to the peripheral nerve; the rep speculated that the hcp tied down the lead to the nerve but couldn't see exactly what they did. The following day after the lead revision, the patient reported spasms in their leg, so the stim was not turned on after the surgery. The hcp noted that this was common because the patient¿s nerve was manipulated during the surgery. A week later at the post-op appointment, the patient stated that they had numbness in their foot along the spasms, but it was noted that this was typical for the patient¿s complex regional pain syndrome (crps) symptoms. The rep¿s colleague was able to turn the stim on and get ¿tingling¿ into the right area. It was then noted that the hcp said the symptoms were probably due to swelling and were normal for the peripheral nerve system (pns), so the stim was turned off and left off after programming. On the night prior to the report, the patient called the rep stating that their foot was still numb and the ¿spasms were killing them¿ but the patient¿s pain specialist indicated to leave the stim off to ensure that was not a factor in the patient¿s symptoms. It was believed that the patient just needed time to heal for about a month, but if the symptoms continued, the lead should be moved away from the nerve so the nerve could heal. Until then, the stim was turned off. There were no further complications reported or anticipated.